Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient¿s trial helped more than his implant. The trial helped quite a bit, but the implant was not turned on right away and since it had been it helped, but not as much as the trial. The patient would ¿take any help he could get.¿ the patient was having trouble charging. The patient couldn¿t get communication boxes filled, they were all empty. The implantable neurostimulator (ins) icon showed ½ and ¾. A coupling problem was reported. After pressing the green button ,the ¿reposition antenna screen¿ still showed. The ins was in a bad place on the patient¿s hip. While trying to get coupling, the patient was standing. The patient had trouble standing; he had neuropathy in his legs. The patient got the ins for bulging discs in his back. The recharger (insr) antenna was damaged. The device was not returned. C500. Additional information was received on january 20th 2015 noting that there was a premature battery depletion. As a result of the event there was an explant, replacement, and reprogramming. There were impedance tests and reprogramming. The patient had charging issues (B)(6) 2014 and the implantable neurostimulator (ins) was not working properly. The battery would not work and was interrogated, the clinician programmer screen displayed ¿replace battery¿. The battery was replaced (B)(6) 2015. The ins was explanted and a new ins was implanted. The physician could see fluid in it and it was felt it was defected. At the time of the report the patient was alive with no injury.

Manufacturer narrative:
Analysis results on device (B)(4) indicated that the implantable neurostimulator was functionally okay with insignificant anomalies.

Event description:
Additional information was received indicating that the patient was doing great and receiving effective therapy. The ins was in a biohazard bag immediately and in a return box the day it was explanted.